Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 2, 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was displaying a battery indicator. The technical service representative corresponded with the patient on november 6, 2006, to obtain/verify information. Blood glucose readings of "9.3, 10.4, and 8.6 mol/l" were obtained from the meter's memory from october 1-3, 2006. The patient indicated that the battery issue started some time during the beginning of october 2006. He was unable to test his blood glucose due to the alleged issue for about 15 days. During that time, the patient began feeling tired and thirsty. He did not attempt to treat the symptoms and just continued to take his medications as prescribed. At the time, the patient was taking 1 tablet of metformin (500 mg) twice a day. He visited his doctor on october 26, 2006 due to the symptoms and meter issue. The doctor tested the patient's blood glucose using an accuchek meter, but he could not remember what reading was obtained. The patient's metformin regimen was increased to one 500 mg tablet three times a day. His symptoms were relieved, while in the doctor's office. The doctor also gave him an unspecified replacement meter. The patient's normal blood glucose results are typically around 7.0-8.0 mmol/l. The patient did not change the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test his blood glucose, due to the alleged meter/battery issue and then developed symptoms suggestive of hyperglycemia. The patient visited his doctor, due to the meter issue and symptoms. His metformin medication regimen was increased.